Event description:
It was reported that the patient lead had migrated. X-rays were taken to confirm this issue. Surgical intervention was undertaken on (B)(6) 2022 where the lead was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.